Event description:
It was reported this balloon was used to post-dilate a newly deployed stent during a transjugular intrahepatic portosystemic shunt procedure. One inflation was achieved. The balloon was then deflated and repositioned proximally. Upon inflation attempts, the balloon would not inflate. Blood was noted in the inflation device during aspiration. It was then discovered a large portion of the balloon material had detached in the pt. The balloon catheter and remaining attached balloon material were removed through the introducer sheath without incident. Retrieval of the detached balloon material, utilizing a snare, was uneventful. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. The device has been destroyed by the user facility and is not available for eval. Therefore, no failure analysis is available. It was indicated this device was used to dilate a stent which is not an indicated use of this device and may have been a contributing factor to this event. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co directions for use state: "medi-tech xxl balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."